Event description:
Caller reported a cartridge alarm, but there was no adverse impact to the customer's blood glucose level. Technical support confirmed that the issue did not occur during the load process and had not been previously reported with this pump. A replacement pump with updated software was sent to the customer, who was advised to use multiple daily injections as backup therapy. The customer agreed to return the problematic pump using the provided return box and label and acknowledged instructions on programming and connecting the replacement pump.